Event description:
The following information was reported: the balloon popped on 2 devices prior to reaching the arteriotomy. The devices were removed from the patient and pressure was held for less than 30 minutes. The patient was discharged the same day. No further information is available. Procedure type: intervention vessel type: peripheral vessel size: 5 mm stick; location: left groin.

Manufacturer narrative:
Two balloon loss of pressure events were reported to have occurred in the same patient. However, the devices were not returned; therefore, a physical investigation could not be performed. It should be noted that the probability of two devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. (B)(4). See MDR report #3004939290-2015-00085 & 3004939290-2015-00086.